Event description:
It was reported that the pt's pump was removed due to an infection. It was stated that the pt was at home and doing "good." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.